Manufacturer narrative:
Hospital final analysis found a false elective replacement indicator (eri) due to erroneous measured data. The eri indicator was cleared and the device exhibited normal electrical characteristics throughout all tests.

Event description:
High lead impedance was reported. When the lead was explanted blood was noted inside the header.